Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an intervention of a chronic totally occluded left anterior descending (lad) artery a perforation occurred due to another device requiring a graftmaster 3.5 x 26 mm covered stent. During inflation, the balloon ruptured at 4 atmospheres. Attempts to withdraw the whole graftmaster stent delivery system caused the guide catheter to dive causing a left main dissection and occlusion of the lad and circumflex. The surgical team was present and started extracorporeal membrane oxygenation (ECMO). Intervention to the left circumflex was performed after obtaining access under doppler ultrasound of the right brachial artery. It was also noted that the right innominate was subtotally occluded but the guide catheter crossed and engaged the left ostium but would only cross into the left circumflex. Stenting of the left circumflex was performed but still patient was deteriorating despite all efforts. Code blue was stopped and ECMO discontinued. Patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of occlusion and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Additionally, a cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that death in this case is a result of a perforation that occurred during a complex percutaneous coronary intervention. The graftmaster secondarily contributes to the patient death due to a balloon rupture reported at 4 atmospheres during deployment which resulted in the graftmaster stent movement during stent delivery system (sds) removal and guide catheter dissection of the left main. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.